Event description:
Vent alarmed and screen went dark. Turned off and on, still alarming. Removed from service, cable between the vent and display screen found to be faulty. FDA safety report ID# (B)(4).